Manufacturer narrative:
(B)(4). Title: comparison of characteristics and outcomes in antenatally and postnatally detected choledochal cyst in infants and young children in a laparoscopic surgery center source: journal of laparoendoscopic & advanced surgical techniques volume 30, number 11, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2004 and 2019, postoperative to excision of choledochal cyst and hepaticojejunostomy , fever and anastomotic leak were reported. Fevers required antibiotics and the leak was treated with percutaneous drainage.